Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year ,since the subject device was manufactured. Additionally, during evaluation. This non-reportable event was found user settings open on its own, even though the touch panel is not operated. Based on the results of the investigation, a root cause could not be determined. And there was not found a probable cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus video system center's air and water supply was repeatedly turning on and off, and the user settings were opening automatically even though the touch panel of the device was not operated. The issue was found during a therapeutic procedure. The procedure was completed with the same device. There was no report of patient injury or medical intervention associated with this event. This MDR is being submitted to capture the customer's reported issue of the air and water supply repeatedly turning on and off.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.